Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient just had an unrelated knee surgery 3 days before the report and an x-ray the day before the report. The patient reported they noticed the stimulation wasn't working and a sudden return of symptoms after the x-ray. The patient reported they had frequency and were going once each hour and leaking all over. The patient requested instructions for making an adjustment. Syncing with the programmer showed stimulation was on, and the patient adjusted stimulation while on the call. It was reviewed to monitor and track symptoms, and increase slightly if they were not noticing improvement. The patient was advised to inquire what the side effects were for the anesthesia or other medications they were given for the unrelated surgery. No further complications were reported.